Manufacturer narrative:
Per tandem's user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had incompatible supplies (infusion set/cartridge). Subsequently, the customer did not use the pump for insulin therapy and blood glucose (bg) elevated to 580 mg/dl. Customer went to the emergency room and was hospitalized. Customer was treated with intravenous insulin drip and bg stabilized. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.